Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer kept pressing the esc button but it would not do anything. He then pressed the bolus button but it would not respond or allow him to enter his blood glucose reading. Customer's blood glucose level was 176 mg/dl. The insulin pump was exposed to some water. The customer was in the hospital but it was not related to the button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump had intermittent button response during testing due to corroded keypad traces. No button error alarms noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.